Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronics. The pump had a corroded motor home switch. Unable to verify the button error alarm or unresponsive button due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer got a button error alarm and the buttons are not responding. Customer received a button error alarm and the customer's blood glucose was 503 mg/dl at the time of the incident. Customer stated that she was getting ready to give himself insulin. Customer took his sugar and started to press the act button but the buttons would not respond. Customer stated that he tried taking out the batteries to clear the alarm but it did not work. Customer reported that the pump had gotten wet about 5 hours ago. Customer stated that it worked for some time after being wet until the button error occurred. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.